Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port, one groshong catheter and one cath-lock was returned for evaluation. Functional, gross visual, tactile, dimensional and microscopic visual evaluations were performed. In addition to the returned physical sample, one electronic photo, two electronic images and one medical record were provided for review. The investigation is confirmed for the reported leak and fracture issue as two partial circumferential breaks were noted on the proximal end of the catheter and kinks were noted throughout the catheter. The edges of the partial and complete circumferential break was noted to be uneven. Upon infusion, leaks were observed from the breaks on the catheter. According to the medical record review, approximately two years and five months post port placement, the patient experienced first episode of swelling over port area, however swelling was subsided conservatively. Again a month later the patient experienced second episode of swelling with obvious neck and chest wall swelling and tenderness. One day later, a chest x-ray was performed. It showed breakage of the catheter at the neck region. However, the swelling was settled conservatively since the use of the implantable port was withheld. Eventually, four days later, the implantable port was removed. Upon visual inspection, the operation theatre findings showed two breakages. The first breakage was greater than 75% in diameter and the second breakage was approximately 25% in diameter as 1cm distal to the first breakage. Furthermore, the photo review and image review also confirms the same. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiration date: 06/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years nine months and ten days post port placement procedure via right internal jugular vein, the patient allegedly experienced swelling and pain. It was further reported that patient allegedly experienced extravasation near neck. Reportedly the catheter was allegedly fractured and there is no information regarding the treatment. Port was removed. There was no reported patient injury.

Event description:
It was reported that two years nine months and ten days post port placement procedure, the patient allegedly experienced swelling and pain. It was further reported that patient allegedly experienced extravasation near neck. Reportedly the catheter was allegedly fractured and there is no information regarding the treatment. The port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo and one medical record were provided for review. The investigation is confirmed for the reported catheter fracture, fluid leak and identified swelling, tenderness issues. According the medical record review, approximately two years and five months post port placement, the patient experienced first episode of swelling over port area, however swelling was subsided conservatively. Again a month later the patient experienced second episode of swelling with obvious neck and chest wall swelling and tenderness. One day later, a chest x-ray was performed. It showed breakage of the catheter at the neck region. However, the swelling was settled conservatively since the use of the implantable port was withheld. Eventually, four days later, the implantable port was removed. Upon visual inspection, the operation theatre findings showed two breakages. The first breakage was greater than 75% in diameter and the second breakage was approximately 25% in diameter as 1cm distal to the first breakage. Furthermore, the photo review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 06/2022).

Event description:
It was reported that approximately two years post port placement procedure, the patient allegedly experienced swelling and pain. It was further reported that the patient allegedly experienced extravasation near neck. Reportedly, the catheter was allegedly fractured and there is no information regarding the treatment. There was no reported patient injury.